Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via online chat that the toothbrush head comes loose after around 10-12 seconds of brushing, and he has to push the head back down on the handle. No injury was reported.